Event description:
Customer claims that the alarm has power and that the alarm tone is intermittent. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the alarm battery connector springs are bent. Therefore, causing an intermittent alarm. After the springs were adjusted back to the original positions the alarm unit worked correctly with no problem. (B) (4).